Manufacturer narrative:
Follow up was conducted and it was confirmed that this case is a duplicate of a case that was already reported on MFR report number 1218950-2022-01076. Please see that report for additional details and investigation results.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Biomed states the unit has a speaker malfunction error. The device was not in use on a patient at the time of the event. A follow-up report will be submitted upon completion of the investigation.